Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found several auto off alarms in the alarm history. The customer stated that the blood glucose went up to 344 mg/dl and got treated with bolus and manual injection. The insulin pump will not be returned for analysis.